Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead implant procedure. During the procedure, it was noted that the lead exhibited an unspecified sensing issue and high capture thresholds. The lead was not used. The patient was in stable condition.